Manufacturer narrative:
E1: initial reporter details are unknown, g2: country of origin - japan. H3: product analysis - product: 9560524, lot no: my19a001r during the incoming inspection, the requested phenomenon was observed and the joint part had worn out. Also, the handle screw is adhered to the screw at the end of the cable. As such, it cannot be disassembled and the cable must be cut for repair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the device fixation did not work. There was no patient symptom reported. There were no further complications reported regarding the event.